Manufacturer narrative:
According to the information received from the field the stimulator housing migrated post-operatively from its intended position. Furthermore it is reported that the device was positioned to far away from the mastoid cavity. A re-positioning surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
Although implantation surgery went smoothly the implant was placed too far away from the mastoid cavity. 2 weeks after implantation surgery the implant body migrated inferiorly from its original place. The wound was re-opened and the position was adjusted on the (B)(6) 2020. The implant is now in the correct place. The user was activated at the end of (B)(6) and is doing well with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Although implantation surgery went smoothly the implant was placed too far away from the mastoid cavity. Afterwards the implant body migrated inferiorly from its original place. The wound was re-opened and the position was adjusted. The implant is now in the correct place.